Manufacturer narrative:
One opened and used reservoir was evaluated. The reservoir seals and stopper groove were inspected for anomalies and none were found. The reservoir did not leak during testing and no physical damage was noted.

Event description:
The customer reported via phone call that they had a reservoir leak. It was reported the side of the reservoir was damp. Customer's blood glucose was 76 mg/dl at the time of incident. The customer stated they have discarded the reservoir. Customer did not find any damage to the reservoir compartment. The customer did not report any compromised force sensor alarms. The customer's drive support cap was recessed. It was also found the insulin pump was hesitating to rewind and make a sound during the tone test. Customer's reservoir will be returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.